Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported a ventilator in which the backup alarm failed. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement. The manufacturer's field service engineer replaced the central processing unit printed circuit board assembly to address and correct this reported event.

Manufacturer narrative:
G4: 18aug2020. B4: 20aug2020. D4: UDI:# (B)(4). The central processing unit printed circuit board assembly (cpu pcba) was returned to the manufacturer's failure investigation laboratory for evaluation. Visual inspection of the cpu pcba revealed no signs of physical damage and contamination. The cpu pcba was installed into the fi test ventilator to verify and test its functional integrity. It was determined that the test ventilator utilized with the returned cpu pcba passed all testing, and no errors were generated. The piezo buzzer was then removed from the cpu pcba. No visual anomalies were identified on the piezo buzzer; however, insulation resistance was found to be out of specification. The piezo buzzer of the cpu pcba was failing intermittently due to the insulation resistance being out of specification at 465 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.